Event description:
It was reported the device was removed from use and the cuff was found to be asymmetrical. No adverse effects reported.

Manufacturer narrative:
Other, other text: one device was returned for evaluation. Device underwent functional testing; unable to confirm the reported customer complaint. Upon inflating the cuff with air, the percentage of symmetry was measured at 47.22 percent-over the minimum acceptable. The device measures within specification. Additionally, one photo was received. A tracheostomy tube was observed with water inside the cuff.